Event description:
Healthcare professional reported 1 day after injection with juvederm voluma with lidocaine in the cheeks, nasolabial folds, and "jowl grooves" patient developed an infection with associated "heat", tenderness, puffiness, a lump, and hematoma at the left cheek injection site. Keflex was prescribed as treatment and the symptom site was aspirated and cultured on four separate occasions. Patient symptoms have mostly resolved, but a "brownish", "hyperpigmented area" still remains. Per the healthcare professional, the patient's cheek is "flat" and will "need more filler".

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of infection, "heat", tenderness, puffiness, a lump, and a hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.